Event description:
Customer reports about an incident: the staff discovered that a pt was not breathing while dialyzing on a c3 machine. The staff successfully performed cardiopulmonary resuscitation, the pt was brought to the emergency dept but expired shortly after arriving there. The cause of the pt's death is unk.